Manufacturer narrative:
No evidence of damage to the fully deployed cannula was observed. The cause of the reported dislodged cannula could not be determined. No leaks were observed in the fluid path after conducting a leak test.

Event description:
It was reported the patient's blood glucose level rose to 377 mg/dl while wearing the pod for longer than 48 hours. In addition, the patient reports the pods adhesive failed to adhere and the cannula had become dislodged from the pod infusion site (leg). The patient reports the pod was leaking during wear.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown: omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7.